Event description:
It was reported to boston scientific corporation that while preparing a gemini stone retrieval paired wire/helical basket, for a flexible ureteroscopy, the basket would not close. The device was not used and it was reported that the procedure was completed using another, same type device, with no complications for the patient.

Manufacturer narrative:
A review of the device history record revealed no issues that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. The 2008, 11mm gemini product family trending chart was reviewed and the product family is not does not show a negative trend. Customer complaint confirmed. The basket of the device was open and could not be closed due to the handle cannula having pulled free from the pinch vise in the handle. It was found that the handle cap had not been adequately tightened onto the handle.